Event description:
It was reported that the tip of the spring wire guide (swg) was unraveled while being inserted into the patient. Pt was sent to diagnostic imaging to view the swg under fluoroscopy, which revealed that the tip was removed safely from the pt. Additional information rec'd on (B)(4) 2010 from the sales rep stated that in this case the md was inserting the swg into the pt. The md decided to place the swg via external jugular vein. There was a slight bend in the pt's anatomy which made it more difficult to maneuver around where the swg must follow to get into the super vena cava. The md admitted this was probably due to the circumstances and his technique. The sales rep then demonstrated to him the "thumb nail test" to test the swg prior to insertion. There were no pt complications or delay in therapy reported. No intervention required. The outcome of the pt is "pt is doing well."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.